Event description:
The customer reported being hospitalized due to high blood glucose of 714mg/dl. The customer stated that she was throwing up and felt weak. The customer was experiencing unexplained high glucose for the past eight days. Troubleshooting was performed. The customer's most recent glucose reading was 244mg/dl, and she has treated with manual injections. The programming, time, and date were correct. A self test was performed and the beeps could not be heard. Advised the customer that a replacement of the insulin will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.